Event description:
Two patients developed liver failure after thoracic surgery and use of a pain pump.

Manufacturer narrative:
Evaluation summary: the information contained herein is based on the information provided by the initial reporter. The initial reporter stated, that two patients had developed liver failure after using a pain pump. Requests have been made for additional information. When additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.